Event description:
Event description guidant received information that during the implant procedure, the left ventricular (lv) thershold test was not functioning properly. After the left ventricular pacing pulse was programmed off, the test could be performed without difficulty. It was further reported that during the lv threshold test a high voltage fault was observed.